Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) advised the customer to contact their information technology team to address the network connectivity issue and explained that the medication order was not appearing because the cabinet was not connected to the network, preventing it from syncing and receiving updated patient and order information. Customer later confirmed cabinet was online and there were no more pending records. Issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user needed to issue oxycodone for a patient but was unable to view the medication order in the patient¿s profile. Checked mql and found that the last sync time, with a backlog of 4,727 pending files at the time the issue was reported. The cabinet was offline and not accessible remotely via remote smart service. However, there were no delay to patient care and adverse events or injuries reported based on this incident.